Event description:
The customer was hospitalized for dka from (B)(6) 2015 until (B)(6) 2015. He was treated with insulin drip. He alleges inaccurate delivery from his spirit insulin pump. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.